Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a skin flap necrosis resulting in the decision to explant the magnet. The magnet was explanted under general anesthetic on (B)(6) 2018 and a cover screw was placed. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.